Event description:
On (B)(6) 2025, the user reported a "sensor error" alert on their freestyle libre continuous glucose monitoring (cgm) system connected to the ilet. During the event, the user¿s blood glucose (bg) dropped to 54 mg/dl, triggering an urgent low alert. The user took glucose tablets, and bg rose to 79 mg/dl by the end of the call. The sensor resumed providing readings, and the agent advised contacting abbott if the error recurred. The lowest blood glucose (bg) recorded was 54 mg/dl. Bg was corrected with glucose tablets. No acute symptoms were experienced, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.